Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter struts perforated the caval wall. Reportedly, posteromedial strut impinges on the proximal right lumbar artery at the l3 level, medial strut on the wall of the adjacent aorta and lateral strut on an accessory of the right renal artery .the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years and two months later, a computed tomography of abdomen and pelvis was performed which showed that the filter to be positioned in the infra renal inferior vena cava at the l2-l3 level. The inferior vena cava measures 18 mm at the level of the filter. The filter was not tilted, and the filter apex was positioned centrally within the caval lumen at the level of the renal veins. Four of the filter six arms (secondary struts) and five of the filter¿s six legs (primary struts) perforate the caval wall. The perforating medial leg impinges directly on the wall of the adjacent aorta. The perforating posteromedial strut impinges on the proximal right lumbar artery at the l3 level. The perforating lateral arm and leg impinge directly on an accessory right renal artery. No strut fractures or missing filter components are identified. No retroperitoneal hemorrhage. Patient was recommended to remove the filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter struts perforated the caval wall. Reportedly, posteromedial strut impinges on the proximal right lumbar artery at the l3 level, medial strut on the wall of the adjacent aorta and lateral strut on an accessory of the right renal artery .the current status of the patient is unknown.